Manufacturer narrative:
Weight: unknown/ not provided. Ethnicity: unknown/ not provided. Explant date: exact date unknown, information not provided. Best estimate is october-november 2021. Email address: unknown/not provided initial reporter telephone number: (B)(6). The device was not received for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history records, labeling, complaint trending, and risk documentation will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implantation of a model zfw100 intraocular lens (iol) in the patient's right eye, during post-op exam, the patient reported visual discomfort and complains of waxy vision. The patient was temporarily impaired and daily activities were affected. Doctor proceeded to explant the lens and replaced it with a monofocal iol. There was no incision enlargement, vitrectomy, or sutures required. No reported patient injury. No further information available.